Event description:
It was reported that the ilet screen became unresponsive and would not allow unlocking despite cleaning, drying hands, and restarting, and a crack was observed extending from the top left corner down the screen. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included the user being unable to operate the device and a replacement device being arranged. Investigation included remote troubleshooting and visual assessment by history for physical damage. Investigation of this case revealed that the device exhibited a cracked display consistent with screen damage, resulting in loss of touch functionality. It was concluded, based on previously established findings for similar reports, that physical damage to the screen was the likely cause of the unresponsive display.